Manufacturer narrative:
It was reported by the customer that infusion fluid noted to be leaking from point of chemo stat lock. One sample of item number: 11532269 was received along with an unidentified infusion set with ICU medical chemolock connector. Visual examination was conducted on the bd infusion set item: 11532269. There were no damages or abnormalities identified on the bd set. The bd set was then primed and checked for leakage, air-in-line, and occlusion. There were no issues identified on the bd set. A simulated infusion was then conducted using the bd set and there were no issues during the infusion. The reported leakage was not replicated on the sample of the bd infusion set that was provided. The unknown secondary set was then connected to the bd infusion set via the ICU medical connector. A leak was noticed the connection point between the ICU medical connector and the unknown extension set, however, these products are not bd products. A root cause was not determined because the failure was not replicated on the bd primary infusion set.

Event description:
Material#: 11532269, batch#: 24066671. It was reported by the customer that infusion fluid noted to be leaking from point of chemo stat lock. Rcc received a complaint via email. Infusion fluid noted to be leaking from point of chemo stat lock cat# of product being complained: al11532269. Description of product: set check valve 0.2mic 2nf 87/6in 2pc male l/l 20ea/ca. Additional info: in answer to your queries: 1. No adverse event reported. 2. Lot#: (10) 24066671. 3. We have had two occurrences. 4. On this occurrence there was no chemotherapy drug, however on the first occasion it was. I will return the product, with attached bag of fluid (non-chemotherapy agent). Additional info: I have asked for the packaging to be sent to me at the correct address as it was sent to the pharmacy department at vancouver, despite the correct address being sent from myself in all correspondence. This is not an error on my part and I request, again, that packaging is sent directly to me at the address below.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 11532269; batch#: unknown. It was reported by the customer that infusion fluid noted to be leaking from point of chemo stat lock. Rcc received a complaint via email. Infusion fluid noted to be leaking from point of chemo stat lock cat# of product being complained: al11532269. Description of product: set check valve 0.2mic 2nf 87/6in 2pc male l/l 20ea/ca.